Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced nighttime hypoglycemia after going to bed, with a lowest reported blood glucose of 50 mg/dl, and the glucose trend was low for approximately 45 to 60 minutes before stabilizing. Symptoms included hypoglycemia. Outcomes included no hospitalization, no third-party assistance, and no adverse aftereffects. Troubleshooting and education were completed, including guidance to synchronize the ilet with the app and an invitation to schedule training with clinical diabetes specialists. Investigation included case triage and user education. Investigation of this case revealed no device alarms or alerts and no device malfunction identified, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.